Event description:
Pregnancy test done by the forsure test kit by aventir biotech, llc, lot 909312, exp. 10/2011, was negative on 2 occasions and the blood test was positive. Pt's own pregnancy test at home was positive. This test is giving inaccurate info regarding pregnancy status.